Event description:
The haptic of the lens bent when being loaded into the delivery device. The lens could not be used.

Manufacturer narrative:
Product was not available for eval. Contacted customer regarding possible causes of thermal injuries.